Event description:
A 2.5mm diameter x 18mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an unknown lesion. The vessel morphology is unknown. It is unknown if the lesion was pre-dilated. It was reported that the endeavor sds was inserted into the patient, with resistance being felt. It was noted that the hypotube broke; while the physician was pulling negative. The device was successfully removed. The patient is fine.

Manufacturer narrative:
Evaluation summary: medtronic has received the device and the analysis has been completed. There were twists and bends and the guide way was open at points along the shaft. The shaft was fractured at 64cm distal to the strain relief. The z component was located on the dock/stop joint. The stent was located between the balloon pillows on the un-inflated balloon. There was slight damage noted to some stent segments. The distal tip was flattened. The mx shaft was severely kinked 64.0cm distal to the strain relief; the hypotube shaft had broken leaving only the mx jacket holding the shaft together. The hypotube jacket was cut back at the break site; the proximal and distal ends of the hypotube were oval shaped. There was damage to the guide way proximal to the shaft break site. Information received from the account confirmed that resistance was encountered advancing the device through the guide catheter, but that force was not applied to the device. The shaft break was detected when negative pressure was pulled on the device at the lesion site. The nature of the shaft break was consistent with the shaft being kinked and re-straightened or excessive force being applied to the device during advancement.